Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The product involved in the reported event was not returned for investigation; however, pictures were provided and review showed that the bearing had fractured into two pieces. However, due to the quality of the photograph the fracture surface cannot be evaluated. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a radiologist. The review identified a medial compartment unicompartmental knee arthroplasty with a fractured and displaced polyethylene insert. At least mild osteoarthritis is present in the lateral and patellofemoral compartments. Ap and cross-table lateral views of the right knee show postoperative changes consistent with medial unicompartmental arthroplasty. On the lateral view, there is a moderate to large joint effusion containing a rectangular lucent structure with two metallic markers, along with a thin linear metallic density projecting over hoffa¿s fat pad findings consistent with a displaced and fractured polyethylene insert. Assessment of component alignment is limited without weightbearing leg-length views. The tibial component appears grossly in standard position, with slight medial and posterior undercoverage and approximately 3° of varus. According to the surgical guide, sagittal alignment of the femoral component should be assessed at 40° of knee flexion; however, the provided cross-table lateral image is in full extension. On this view, the femoral component appears to be in approximately 3° of flexion, though this may be inaccurate due to the degree of extension. On the ap view, the femoral component demonstrates neutral varus/valgus alignment. Lateral and patellofemoral compartment osteoarthritis is noted with prominent osteophyte formation. Evaluation of joint-space narrowing is limited on non-weightbearing views. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent to knee revision surgery due the bearing fractured straight through the middle. The bearing spit out. Bearing changed, approximately 12 years post-implantation. Attempts have been made, and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable as the device's product number is unknown. D10: unknown tibial component; item number# unknown; lot#: unknown. Unknown femoral component; item number# unknown; lot#: unknown. G2: foreign - event occurred in united kingdom. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.